Manufacturer narrative:
Concomitant medical products: full list of medical products: fresenius 2008 t hemodialysis machine; combiset hemodialysis tubing; 160 nre optiflux dialyzer; granuflo 2.0k, 2.25 ca, 1.0 mg, 100 dextrose; naturalyte 4000 rx12 bicarbonate (45x); fresenius 1000 ml normal saline; wingeater jms 15 gauge x1 inch be with clamp fistula needle. Mw (B)(4) received from fresenius. Analysis of production records completed, and no deviations or issues were found. Product met specification for every required testing point. Samples from the same lot number were received from the customer. The samples were tested for adhesion and met product specifications.

Event description:
An outpatient dialysis facility reported the following information via a medwatch form. Approximately 2.5 hours into a scheduled 4-hour hemodialysis treatment, the dialysis machine alarmed. Upon arrival to the chairside, the patient was found in the hemodialysis chair with her eyes closed. The venous fistula needle was noted to be dislodged with the tape intact; blood was pumping out of the venous needle; a pool of blood was noted under the chair approximately the size of the chair. The fistula lines were still taped to the patient's arm. The blood pump was stopped immediately, and normal saline was administered via the arterial fistula needle. 911 was called. After approximately 400 ml normal saline bolus, the patient opened her eyes to verbal instruction. A total of 1.4 ml normal saline was administered. The patient was discharged via ems with a b/p of 129/61. Upon admission to the emergency room, her systolic blood pressure was in the 70's and she was bradycardic. 1 liter of fluid and 2 units prbc were infused. She was admitted to the ICU for hemorrhagic shock and discharged from the hospital on (B)(6) 2018, returning for her next scheduled in center hemodialysis treatment on (B)(6) 2018.